Manufacturer narrative:
Insulin pump had unresponsive blank screen due to moisture damage on the harness assembly vibrator and corroded battery tube. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Moisture damage was also found on the electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display. The customer's blood glucose at the time of the incident was not provided. The caller states they were changing the batteries before the blank display. Troubleshooting was provided for the blank display but not resolved. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.